Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The outer sheath was found to be elongated, which subsequently resulted in a fracture of the outer sheath and made further deployment of the stent graft impossible. No indication for a manufacturing related cause could be found. As a result of the investigation performed the complaint is confirmed. However, the reported application represents an off label use of the device. A definite root cause for the reported event could not be determined. Labeling review: the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The IFU further states: 'the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are damaged and that the sterile barrier is intact. If damaged, do not use.' In regards to aneurysm treatment the IFU states: 'the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established.'

Event description:
It was reported that during implantation of a vascular stent graft in the right common iliac artery to treat an aneurysm the vascular stent graft allegedly failed to deploy from the delivery system. The healthcare provider withdrew the delivery system and then used another vascular stent graft to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of a vascular stent graft in the right common iliac artery to treat an aneurysm the vascular stent graft allegedly failed to deploy from the delivery system. The healthcare provider withdrew the delivery system and then used another vascular stent graft to complete the procedure. There was no patient injury reported.